Event description:
Upon review of co's complaint files and all correspondences and phone conversation notes concerning this event and upon the preponderance of caution co would like to now submit this event as an aro. It was reported by the operator that the unit would not radiate. They called an independent service tech to repair the unit. After he repaired the unit it would continue to radiate if they held their finger on the exposure button. The unit would not time out. Further investigation by a second service tech showed that the unit had been improperly maintenanced by the independent service tech who had left a signal control timing wire off of the terminal strip in the tube head. This possibly could have led to a longer than expected preheat time of the tube head. The service tech in question was called back to repair the unit and it functions properly today. There is no mention of radiation of a pt or injuries in the report.